Manufacturer narrative:
Photo analysis: ¿ rupture: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture. Clarification to b3: date of occurrence was reported as (B)(6)2024. A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture requested on (B)(6) 2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.